Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, primeand excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 414 mg/dl. At the time of incidence. Customer reported that they received button error to insulin pump. Customer reported that the up arrow button did not responding. Customer declined to troubleshoot for high blood glucose level. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.